Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. The device has not been returned, therefore a visual inspection has not been possible. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom implant is similar to the mets modular distal femur (k121029).

Event description:
It was reported by the surgeon that the patient underwent a distal femur replacement procedure on (B)(6) 1989 and a rebushing procedure on (B)(6) 2007. Subsequently the patient was revised on (B)(6) 2012 due to an infection.

Manufacturer narrative:
The patient underwent a successful revision of the proximal tibia in (B)(6) 2012. At the time of notification of this complaint, the implant had been removed and replaced with a cement spacer i.e. In the first stage of a two stage treatment. The second stage of the treatment took place (B)(6) 2012 with no reported complications. The reported cause for the revision is infection. There is no indication at this time that the reported infection is attributed to the device. Infection is a procedure-related aspect of arthroplasty with sometimes additional patient-related risk factors for infection. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. This complaint is being closed, and is being tracked and trended. Corrected data: event date was corrected from (B)(6) 2012 to (B)(6) 2012. Common device name/product code was corrected from "distal femur implant" to limb salvage system/kro."

Event description:
It was reported by the surgeon that the patient underwent a distal femur replacement procedure on (B)(6) 1989 and a rebushing procedure on (B)(6) 2007. Subsequently the patient was revised on (B)(6) 2012 due to an infection. This is a supplemental report to 3004105610-2014-00113 ((B)(4).)